Event description:
Hcp reports pt presented with signs of infection including redness, swelling, pain and pocket erosion in the location of the ins device pocket. A culture was obtained of the device pocket wound but the results were unk at the time of this report. The pt was treated with IV and oral antibiotics and the infection has resolved. There was no report of device explantation.